Event description:
Medtronic received information that immediately post implant of this mechanical mitral valve there was an observation of severe central regurgitation due to a trans-valvular leak. This valve was explanted and a new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Analysis completed, complaint not confirmed. Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The serial number was verified to be correct. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications. Conclusion: based on the analysis of the device, the complaint was unable to be confirmed as the valve met specification.

Manufacturer narrative:
Device return and additional information have been requested. This report will be updated if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.